Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/30/2020 h.6. Investigation: five actual samples were received by our quality team for evaluation. Three needle products were observed to be out of the packaging. Upon visual inspection, it was observed that there was no sealing transfer on the bottom web for four samples, indicating an open seal. It was also observed that the four open seal samples had poor perforation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to poor perforation were found. However, a damaged gasket the could lead to open seal was detected and the damaged gasket was changed. A damaged gasket could be the cause for the assembled needle to be out of the blister pocket. During sealing, the sealing die was not able to fully close resulting in poor/ open sealing. The improper sealing caused the perforation knife to be unable to create clear perforation interval cuts on the unit package resulting in poor perforation. Further investigation, CAPA#1568043, is being done to understand all potential failure modes.

Event description:
It was reported that 5 needles 23g 1in tw experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: blister package wrong cutting. When customer opened the needle package, several needle opened because of wrong package cutting.

Event description:
It was reported that 5 needles 23g 1in tw experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: blister package wrong cutting. When customer opened the needle package, several needle opened because of wrong package cutting.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (mds-20-3808) for a single lot of the bd 23g needle. Packaging defects were observed on a number of samples from the lot which may lead to poor perforation leading to sterile field contamination, or open seals. The root cause investigation is ongoing and will be documented in CAPA # 1568043.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 needles 23g 1in tw experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: blister package wrong cutting. When customer opened the needle package, several needle opened because of wrong package cutting.